Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-33852- device 11 of 11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced eleven infusion sets crimped events on (B)(6)2024. Events were occurred within 3 of insertion. The insertion site was at thigh but sometimes abdomen. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injections and bolus via the pump for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.